Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to low blood glucose and pneumonia. Customer stated that the blood glucose reading was 50 mg/dl at the time of hospitalization. Customer stated that his insulin pump was predicting low blood glucose and he did not eat. Nothing further was reported.